Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had slowly increasing impedance since (b)(6 2010. Thresholds had also increased slightly. The clinician questioned the potential of the lead fracture. The doctor is planning on revising the lead. At present, the lead remains in use. No patient complications have been reported as a result of this event.